Event description:
It was reported that the patient presented with a st segment elevation myocardial infarction in progress. The patient was taken to the cath lab where via radial approach, the right coronary artery was successfully stented. During post dilatation with an nc trek, after the first inflation at unspecified atmospheres, the balloon failed to deflate. Negative was attempted several times, but the balloon still failed to deflate. The device was removed with the sheath, guide wire and guiding catheter without issue. Results were noted to be good, so the procedure was stopped. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty could not be confirmed due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.